Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by fever, abdominal pain, diarrhea and cloudy effluent. And was hospitalized for the event. The cause of peritonitis was not reported. On the same day as the event onset, the patient was treated with vancomycin (2 grams, route, duration and frequency not reported) and ceftazidime (1 gram, route, duration and frequency not reported) for peritonitis. A day after, the dose of ceftazidime was increased to 2 grams. Two days after hospitalization, the patient showed improvement with no fever and little pain and was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.